Manufacturer narrative:
Lot number, expiration date and device manufacture date is unknown, no information has been provided to date. No product was returned and are unable to confirm the reported complaint. A device history record (DHR) review could not be performed as the device lot number was not provided. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a patient requiring level 1 for a medical termination of pregnancy (mtp). During the first unit of blood on pressure; the level 1 tubing had a crack spurting blood. No exposure to caregivers in room. Tubing secluded and placed in biohazard bag. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient.